Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. The patient presented in clinic and device interrogation also revealed noise on the right ventricular lead. The patient experienced a syncopal episode, but the healthcare professional is not convinced it was related to the lead. Initial indication of the lead noise was sick sinus syndrome and minimal pacing in the ventricle. Programming changes were made to resolve the issue. Patient was stable.

Event description:
New information received noted that the patient was stable after the procedure.

Event description:
New information received noted that the lead was explanted and replaced.